Event description:
In the last 2 weeks, patient has had symptoms which consisted of nausea and sweating. Patient claims that they thought it was their blood pressure and was sick to their stomach. Each day they tested they obtained 99mg/dl. They still took their set amount of insulin. Patient woke up still feeling sick. Patient tested their blood sugar and obtained a 99mg/dl again, patient felt really bad and decided to go straight to their md's office. Patient did not take their insulin and did not eat breakfast. Went to the md's office and bg was in the high 300's close to 400's on md's meter. Patient was treated with insulin and released. Customer service found out that patient's test strips were expired. Test strips expired in 2001. Patient did not have a check strip to check the meter. Md had given patient a new insulin regimen. Customer service sent replacement products.